Event description:
It was reported that an unspecified subcutaneous implantable cardioverter defibrillator (s-ICD) system was extracted due to failing the secondary vector with autosetup. Technical services (ts) discussed vector selector. This sicd remains in service. No adverse patient effects were reported.